Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿plastic particles¿ were observed on a bd safetyglide¿ needle before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation: four opened packages of 25gx1 safetyglide needle were received, confirmed to be from batch # 7271586. Samples were visually evaluated. Three cannulas were found to have white loose foreign matter particles less than level 3 in size outside the fluid path. One needle was found to have a loose plastic fiber larger than level 3 in size inside the package. This is a rejectable condition. Product defect confirmed based on sample evaluation. DHR review for batch 7235599: manufacturing dates: 9/9/2017 to 9/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235599 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd canaan was able to confirm the customer's indicated failure.